Manufacturer narrative:
Device evaluation determined the vacuum sleeve failed, allowing the probe shaft to frost.

Event description:
Doctor noticed freezing up the shaft on the 1st freeze. He stopped the freeze and continued with a second probe for 10 minutes. Second freeze he placed a sterile glove with warm water around the probe entrance site and froze the tumor using both probes.